Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd autoshield¿ duo safety pen needle there was an issue with leakage.

Manufacturer narrative:
Sixty two 30 x 5mm sealed spn samples were returned from lot. No. 8047915, cat. No. (B)(4). Clog testing was carried out on 30 of the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported with the use of the bd autoshield duo safety pen needle there was an issue with leakage.